Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 6.5mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1220702) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f terumo sheath. Peri-procedure, the patient was anticoagulated with angiomax, asa and plavix. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. A 50/50 contrast and saline mixture was used. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured at the first stop, when the balloon abutted the distal end of the sheath. The balloon loss of pressure was seen under fluoroscope. The device was removed from the patient and since access was maintained a second mynxgrip vascular closure device 6f/7f was prepped and deployed successfully. Hemostasis was achieved. The patient was discharged to home on (B)(6) 2012, as originally scheduled with no reported clinical sequela.